Manufacturer narrative:
Returned product examined visually under magnification. All threaded features were inspected and found to be in good condition. Welds connecting the arm sleeves to the locking joint have cracked. Additional mdrs associated with this event: 3025141-2019-00097: rosette knob 1, 3025141-2019-00099: tower wrist joint, 3025141-2019-00100: tower upper arc.

Event description:
During surgery on the patient's arm, it was supported by the arc wrist tower. During the surgery, the surgeon found tiny metal flakes in the wound. The flakes were coming from the arc wrist tower. All of the metal flakes were not successfully removed from the wound, as some were sticking to the synovium even when washed thoroughly. There was a delay in surgery as a result of this situation.